Manufacturer narrative:
Device is not being returned for evaluation. (B)(4).

Event description:
A crochet hook was used in an attempt to untangle a knotted suture during the placement of the first suture anchor. The tip of the crochet hook, approximately 2mm in length broke off and floated behind the posterior glenoid, deep into the labrum. An attempt was made to retrieve it, but was unsuccessful . It was felt to be in a location where it would not harm the joint, thus further attempts to retrieve it were abandoned.